Event description:
Customer reported a hospitalization due to over bolusing. Customer received three times the insulin amount needed. Customer stated that her hcp has made adjustments to her settings. Assisted customer with updating her basal rates. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.